Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the vibration motor connector pins were misaligned. This report is made based on results of investigation completed on 06/04/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2015 with the following findings: investigation revealed that the display screen was dim, faded, and discolored. Additionally, investigation revealed that the vibration motor connector pins were misaligned. The vibration motor was connected to an external power source and functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).